Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record (DHR) showed the product was released per specifications. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
A product sample has been received and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was no vacuum when the ophthalmic surgeon attempted to perform phacoemulsification during a left eye cataract procedure. The lack of vacuum was resolved after replacing the cassette tubing. The procedure was completed without harm to the patient. No additional information is expected.